Manufacturer narrative:
The returned device was evaluated and found to be operating within specs. Test strips with control solution were tested with the returned device and using a simulated strip tester (sst) all test readings fell within the specified tolerance limits. The inaccurate readings reported by the customer could not be duplicated or confirmed. Qualification records for the product lot were reviewed and all acceptance criteria were met. The omnipod user's guide warns, "if you are experiencing symptoms that are not consistent with your blood glucose test and you have followed all instructions described in this user guide, call your healthcare provider immediately," and advises that "you should perform a control solution test when you suspect that your meter or test strips are not working properly or you think your test result are not accurate, or if your test results are not consistent with how you feel."

Event description:
The report indicated that the pt lost consciousness due to a hypoglycemic episode; 9-1-1 was called and she was taken to the hosp where she was given glucose tablets. The blood glucose meter on the pdm was reportedly "reading wrong"; readings from the pdm and readings from the hospital's meter were "off by more than 50 points." Examples of discrepant readings between the two meters are as follows: hosp meter; 60 mg/dl, pdm: 119 mg/dl; 200 mg/dl, 120 mg/dl; 199 mg/dl, 125/132 mg/dl. Twenty minutes after she was given the glucose tablets, her bg level successfully rose to 124mg/dl. The pdm will be returned for eval.